Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On unreported date(s), the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). On the same day as diagnosis, the treatment with the unspecified antibiotics was discontinued (no further detail was provided). On an unreported date, the dianeal therapies were discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.